Manufacturer narrative:
During on-site troubleshooting performed by our field service engineer, he found that the fault was due to a loose latch in the o2 inlet valve. The issue was corrected by fully closing the latch. No parts were replaced. The o2 inlet valve regulates the inspiratory o2 gas flow to the patient. A loose valve latch could cause an unstable flow which can lead to decreased or increased o2 concentration. Alarms would be generated if the measured o2 concentration is below or exceeds the set value by less or more than 6 vol%. Our conclusion is that the loose o2 inlet valve latch was the cause of the reported event. It has not been determined how the inlet valve latch got loose.

Event description:
It was reported that while the ventilator was connected to the patient, the oxygen concentration was set at 50% but the ventilator was delivering 43%. The ventilator was replaced by another one. There was no patient harm. (B)(4).